Event description:
It was reported that, after a left thr on (B)(6) 2015 patient presented pain and leg-length discrepancy, MRI demonstrate mechanical failure of the femoral component. Patient underwent a revision surgery on (B)(6) 2018 where it was confirmed corrosion a femoral component breakage. All implants were removed. Patient outcome is unknown.

Manufacturer narrative:
The clinical/medical team concluded, the reported femoral stress reaction, mechanical issues and leg length discrepancy cannot be ruled out as potential contributing factors to the reported event. The surgeon¿s reported intra op findings of ¿cold welding of the modular femoral stem with a iight varus alignment and thinning of the anterior and lateral aspect of the subtrochanteric femoral bone stock¿ during revision could have contributed to the reported complaints of pain, disability and limp in left leg. It cannot be conclude the cause of the mechanical failure of the femoral component based on the information provided. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Wait on product evaluation if the device is returning. Proceed based on information provided by legal team and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. (B)(6) and/or (B)(6), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.) This is a 70-year-old male who underwent left total hip arthroplasty for hip dysplasia and reportedly developed gradual pain, disability and a limp. It was noted in the primary op-note ¿the femoral component was prepared with the referencing point now about 1 inch distal to the greater trochanter rather than the tip¿ due to the ¿markedly dysplastic hip¿. Revision left tha was performed approximately 3 years post primary due to mechanical failure (fretting, corrosion, and implant breakage) of the femoral component, proximal femoral stress reaction/¿thinning (per MRI and bone scan), and left leg-length discrepancy. Due to legal restrictions no clinical radiographs are available for evaluation and/or inclusion in this medical investigation. Conclusion: the reported femoral stress reaction, mechanical issues and leg-length discrepancy cannot be ruled out as potential contributing factors to the reported event. The surgeon¿s reported intra-op findings of ¿cold welding of the modular femoral stem with a iight varus alignment and thinning of the anterior and lateral aspect of the subtrochanteric femoral bone stock¿ during revision could have contributed to the reported complaints of pain, disability and limp in left leg. It cannot be conclude the cause of the mechanical failure of the femoral component based on the information provided. Conclusion: the reported femoral stress reaction, mechanical issues and leg-length discrepancy cannot be ruled out as potential contributing factors to the reported event. The surgeon¿s reported intra-op findings of ¿cold welding of the modular femoral stem with a iight varus alignment and thinning of the anterior and lateral aspect of the subtrochanteric femoral bone stock¿ during revision could have contributed to the reported complaints of pain, disability and limp in left leg. It cannot be conclude the cause of the mechanical failure of the femoral component based on the information provided.

Event description:
It was reported that patient had a revision surgery performed to remove the femoral component due to gradual pain, disability and limb in left hip and leg.